Manufacturer narrative:
The pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 22 mg/dl. Reportedly, customer inadvertently delivered a bolus and customer stated that low bg was due to use error. Bg was addressed with carbohydrates.